Event description:
It was reported that the shaft of the reline-c 3.0 tap broke off about 5mm above the threads while backing out of c2 during a revision surgery. The tip of the tap broke prior to backing fully out of patient and needed to be retrieved. The piece was retrieved successfully. Surgeon needed to drill extensively around broken piece to be able to retrieve piece, compromising bony anatomy and resulting in less screw fixation.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.